Event description:
Surgeon placed clip on end of balloon catheter while it was placed in the common bile duct. When surgeon removed catheter, clip was still in place and balloon was stripped. Complete catheter was removed from patient including balloon.